Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The lead was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing pocket stimulation with right ventricular pacing in both bipolar and unipolar. Impedance, thresholds and sensing is all stable since implant. The patient brought in for evaluation. X-ray showed no sign of lead issue. However lead revision was decided to be needed. The patient had the lead extracted new one placed. No more pocket stimulation was able to be produced. The patient was stable.